Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was 200 mg/dl, however at the time tandem technical support was contacted, the bg level had not yet lowered and a manual injection was delivered to address the bg level. During troubleshooting with tandem technical support, the pump resumed insulin delivery.